Event description:
It was reported that there was a crack near the tip of the sutureless pump connector that leaked medication and created a fluid filled pocket area. The revision was scheduled due to the fluid in the pocket to determine the cause. The patient showed no signs of overdose or withdrawal. It was stated that once the leak was found, the healthcare provider (hcp) lowered the dose to prevent and overdose of medication. The hcp monitored the situation closely and would have provided oral medication if needed. The broken pump connector was replaced on the report date. Replacing the pump catheter segment reportedly resolved the issue. The pump reservoir was also checked to compare the expected and actual volumes. No volumes were given. The patient's status at the time of the event was stated to be alive with no injury. As of (B)(6) 2014, the patient was doing well and was to be released from the hospital. The pump was used to deliver compounded baclofen and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n153996, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type accessory; product ID 8703w, lot # l41532, implanted: (B)(6) 1997, product type catheter. (B)(4).